Event description:
Consumer complaint of blood result reading of "lo". Customer just bought this meter because previous meter was reading "lo" and performed a blood test with a result of "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).